Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported instrument broke during procedure. No delay in case or harm to patient. Standard rod holder was used to complete case.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the mod rod rotation tool revealed significant indentation marks indicating extensive wear during its filed usage. It was also noted that saddle was missing from the tip of the locking shaft with the tip slightly worn-out likely due to unanticipated forces during use. No other anomalies were identified during device evaluation. A DHR review could not be performed the product code 698342872, lot #: dp0218, although repeated attempts have been made to locate the lot. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for falling apart of the mod rod rotation tool cannot be determined from the information provided. However, a potential root cause may likely be that the tip of the shaft must have been attributed to unanticipated torsional forces during tightening, resulting in saddle falling apart. As no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.